Event description:
The user facility reported that an employee initiated a processing cycle on the system 1e and water came out the front of the processor onto the floor. A steris service technician was nearby and cancelled the cycle. No injuries or procedural delays/cancellations reported.

Manufacturer narrative:
The steris service technician inspected the unit and found the system 1e tray to not be properly seated, specifically the left lip of the tray was not over the inflatable seal. The technician reseated the tray and initiated a cycle which completed successfully.the technician initiated a diagnostic cycle and found the unit to be operational.the steris service technician performed in-service training with the employee subject of the reported event on how to properly seat the tray into the chamber and to use both hands to push the lid down firm and even pressure until closed.